Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR number: 3006705815-2017-00448 and 3006705815-2017-00449. It was reported the patient experienced post operative procedural pain following the permanent implant procedure in addition to a fever on (B)(6) 2017. The patient received treatment for the procedural pain at the hospital and was discharged on (B)(6) 2017. The issue was resolved.